Manufacturer narrative:
The device subject of the reported event and unopened and unused units of the subject lot were returned to steris for evaluation. After further evaluation, all of the returned devices performed as designed, there were no abnormalities with the function or operation of the devices. The cause of the reported event could not be determined. The endo smartcap tubing instructions for use states, "always inspect the gi endoscopes o-rings and gaskets (air/water button, endoscope connection, etc.) For damage. Damaged components can result in less than optimal performance of endo smartcap tubing." The device history record for the subject lot was reviewed and confirmed the lot was manufactured according to specifications; no abnormalities were noted. A complaint review was conducted for this lot of products and confirmed this to be an isolated event. No additional issues have been reported.

Manufacturer narrative:
Investigation of the reported event is in process; a follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported that water was spraying from the air/water valve during a procedure which included use of the endo smartcap tubing. User facility personnel replaced the tubing and the procedure was completed successfully. No report of injury.